Manufacturer narrative:
The implants were not made available for review as they remain in-situ; however review of the x-ray provided confirms one of the two reported set screws have disassociated from the construct; the second could not be confirmed via x-ray. The surgeon will continue to monitor the patient for any indication prompting additional treatment. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
A patient underwent spinal surgery on (B)(6) 2020 consisting of seaspine's mariner pedicle screw system from levels t9-pelvis. A postoperative ap x-ray revealed a bilateral set screw migration at the pelvis.